Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (unilateral), oophorectomy (unilateral)). Essure (ess205) was removed on 30-mar-2010. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder and endometriosis outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, endometriosis, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: per ppf: essure insertion date: (B)(6) 2009 discrepancy. She had received treatment for following events"dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, bladder problem, urinary problem". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, bladder problem, urinary problem and endometriosis¿. Reporter, demographics; essure indication (amended), essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.